Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that, on the saturday prior to the report, the patient fell off some steps on their back on the side where the ins is. The patient said they had a lot of pain all day but the pain pretty much went away now. The patient felt like the ins had moved. The patient said when they put their finger on the ins through the skin it felt like a little nodule that was not there before and it felt different. The patient stated they tried using their patient programmer and it could not find the ins when they put it half an inch from their back. The patient then moved the programmer close and it found the ins; the patient said it was finding the ins now but they were concerned why it did not find it when they tried. The patient said they were going to call their healthcare professional. No further complications were reported/anticipated.